Event description:
The report is from the study. The pt was a male with a history of hyperlipidemia, smoker, and rest angina (ccs 4, braunwald 3). The target lesion was the mid left anterior descending artery. Vessel diameter was 3mm and lesion length was 17 mm. Pre-procedure stenosis was 95% and timi flow was 3. The lesion was mildly calcified and moderately tortuous. The lesion was predilated with a 2.75mm balloon at 10 atm. A bx velocity 3x18mm stent was successfully delivered at 10 atm and was post-dilated at 11 atm. Post-procedure stenosis was 0%. Approx. 5 years and 10 months post-procedure, the subject died. No cause of death is given. Based on the info contained in the file, it is not possible to disassociate the reported death from the cordis product. According to arc guidelines, this death will be coded as a stent thrombosis.

Manufacturer narrative:
This product, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. A device history report review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. This lot was part of a double blind study and the stents of this lot were not drug coated. Death is a known potential adverse event associated with coronary stenting. There is no way to determine if there is a relationship between the reported event and the velocity stent. Review of the available info suggests that pt factors, i.e. Diagnosis of multiple myeloma, may have contributed to the event.